Event description:
It was reported, the patient had an appointment with a manufacturer representative on (B)(6), because she was having trouble. The patient was not able to adjust stimulation when she tried to ¿up the stim¿ she would get a picture. It would only happen sometimes and she could not remember what the picture was but it would not let her do it. It was noted this had been going on for the last couple of weeks. During troubleshooting, the patient pulled up the regular programming screen and it was showing 0 v on group a and she thought stimulation was on. It was noted, the patient had immaculate degeneration so it was hard for her to read the screen. It was also reported, the patient always had some pain in her back since she got the implantable neurostimulator (ins) but in the last month she was experiencing new pain. Stimulation helped the right side but now she needed it for the left side of her back. The patient usually used program 4 for her left side; she would put it on real high but it would not take the pain away. It was noted, the patient had been wearing lidoderm pain patches but was concerned about wearing it over the device. The patient saw an orthopedic healthcare professional (hcp) last week who suggested she have her ins checked. It was also noted, the patient had a cat scan on (B)(6) and they were still looking at the results. The patient¿s doctor was aware of her new pain. It was noted, she had not had any falls or trauma. The patient was constantly trying to make adjustments to her stimulation but nothing was solving the problem with her pain. Additional information received at the patient¿s appointment reported there were no therapy or battery concerns. It was noted that electrode 14 impedances were high but others were in normal range. It was reported electrode 14 had never been used in programming so it had not been an issue. Additional information received two days later reported, the error icon the patient received was the code telling her the antenna was not over the battery. The patient was reinstructed how to use the patient programmer. It was noted, the patient was receiving effective therapy.

Manufacturer narrative:
Product ID 37742, serial# (B)(4); product type programmer, patient product ID neu_unknown_lead, serial# unknown, implanted: 2007 (B)(6); product type lead product ID neu_unknown_lead, serial# unknown, implanted: 2007 (B)(6); product type lead. (B)(4).